Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that full-height drawer pocket b3 has malfunctioned, resulting in a broken lid that was necessary to access the medication. A field service engineer replaced the damaged pocket with a new one and successfully resolved the issue. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system station had drawer failure. A customer reported that the user was unable to dispense medication to patient due to reported malfunction. There were no adverse events or injuries reported based on this event.